Event description:
It was reported that the patient presented to the emergency department with symptoms of dizziness and a heart rate of 25-30 beats/minute. Upon interrogation of the device, it was observed that the lead safety switch had been triggered due to high out-of-range right ventricular (rv) pace impedance greater than 3,000 ohms in both bipolar and unipolar configurations. Loss of rv capture was observed, and rv lead fracture was suspected. Thresholds were tested with capture noted at 4.0 v. The device was reprogrammed to 7.5 v @1.5 ms in the unipolar lead configuration and set to vvi 60. The patient was admitted to the hospital for observation over the weekend and a lead replacement was scheduled for (B)(6) 2023. No asystole or syncopal episodes were reported. The lead is expected to be returned for analysis. It was additionally reported that the lead remains capped in the patient and thus is not expected to be returned.

Event description:
It was reported that the patient presented to the emergency department with symptoms of dizziness and a heart rate of 25-30 beats/minute. Upon interrogation of the device, it was observed that the lead safety switch had been triggered due to high out-of-range right ventricular (rv) pace impedance greater than 3,000 ohms in both bipolar and unipolar configurations. Loss of rv capture was observed, and rv lead fracture was suspected. Thresholds were tested with capture noted at 4.0 v. The device was reprogrammed to 7.5 v @1.5 ms in the unipolar lead configuration and set to vvi 60. The patient was admitted to the hospital for observation over the weekend and a lead replacement was scheduled for (B)(6) 2023. No asystole or syncopal episodes were reported. The lead is expected to be returned for analysis.